Manufacturer narrative:
Follow-up #1 date of submission 07/16/2014-product analysis:the pump was returned and evaluated by product analysis on 07/08/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related occlusion alarms. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. The force sensor was found to be properly calibrated. There was no evidence of moisture on the pump¿s internal components. Unrelated to the complaint, investigation revealed a dim and discolored display and a battery compartment crack.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.